Manufacturer narrative:
The reported events were lead dislodgement, p-wave amp variation and unacceptable threshold. As received, a complete lead was returned in one piece with the helix retracted and clogged with blood/ tissue. After cleaning the lead and applying torque directly to the connector pin, the helix was able to extend and retract. The full helix extension length was measured within specification. The reported events of p-wave amp variation and unacceptable threshold were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examinations of the lead did not find any anomalies except for procedural damage.

Event description:
New information received that the atrial lead exhibited additional progressive failure to capture anomaly.

Event description:
It was reported that a patient presented to clinic, the atrial lead exhibited low sensing values and high threshold. A micro-dislodgement was observed through the electrical testing performed via programmer. The physician decided to explant the atrial lead and a new lead was replaced. The patient was stable throughout the procedure.